Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross hd 6 imaging catheter was advanced over a non-boston scientific guidewire for ultrasound examination of the target lesion. The catheter became stuck on the wire at the distal weld and both devices were removed. There were no patient complications.